Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. Initial reporter city and state : unknown, reported through dchu, (B)(4). Initial reporter zip code : unknown. Device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check for excess needle owing to unknown lot number. CAPA/sa - based on the investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd syringe 3ml had foreign matter in the fluid path. The following information was provided by the initial reporter :   the consumer reported that there is an extra needle tip in the syringe (barrel).